Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B) (6) 2010. During the procedure, the implant would not deploy and could not be used. Another component was available for use, and the surgery was completed without injury to the patient or a significant delay.